Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device does not deliver the required amount of insulin. She stated she was unable to lower her blood glucose by bolusing through the infusion device. Blood glucose levels elevated to 300-500 mg/dl. She lowered her blood glucose by injecting insulin via pen. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. The pt stated blood glucose levels lowered with the replacement device.